Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
A shoulder revision procedure has been indicated due to subluxation. It was reported that the implanted baseplate is anteverted. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and corrected information. UDI #: (B)(4). Concomitant medical products: catalog #: 113630, comp primary stem 10mm mini, lot # 380720, catalog #: xl-115365, arcom xl 44-36 rtnv+3, lot # 961510, catalog #: 115370, comp rvrs tray co 44mm, lot # 648700, catalog #: 115310, comp rvrs shldr glnsp, lot # 529440, catalog #: 180554, comp lk scr 3.5 hex 4.7, lot # 489310, catalog #: 180550, comp lk scr 3.5 hex 4.7, lot # 224560, catalog #: 405889, comp rvs 2.7mm dia drl, lot # 804280, catalog #: 180553, comp lk scr 3.5 hex 4.7, lot # 399140, catalog #: 180556, comp lk scr 3.5 hex 4.7, lot # 803130, catalog #: 405889, comp rvs 2.7mm dia drl, lot # 804210. Reported event was unable to be confirmed due to limited information received from the customer. The part remains implanted, and thus was not returned. Device history records were reviewed, with no discrepancies identified. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a shoulder revision procedure has been indicated approximately eight months post-implantation due to subluxation when the patient is in abduction. It is further reported the custom glenoid component is also anteverted and the possible boney overgrowth of the implant may be present. No revision procedure has been reported to date.